Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that hcp asked patient to turn the device off. The representative does not have any further information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she had the diathermy on the (B)(6) 2019 and has a lot of pain in area where they put the stimulator, a little below, that started about a week ago. Patient said she was not home so just turned it off and left it off. Patient said since turning it off she still has pain but she has not yet told her device managing doctor about it. Patient said she did not have any falls, but she did experience a muscle pull, went to a chiropractor and they used deep tissue heating on her. Patient services reviewed diathermy information, and the patient thinks they used diathermy on her. Patient was directed to her doctor. On (B)(6) 2019 the rep said that the hcp (health care professional) notified them on (B)(6) 2019 that the patient had pain in the hips and down the right leg. The pain level is about a 5 or 6 but when laying down can get up to a 9, and then patient needed a pain pill. The pain is a dull ache that never goes away. There was discomfort and pain where the actual stimulator is on the left side that started last week; this was tender to the touch. The right hip is the same. But pain down the leg started on the left side then went to the right side. T urning the stimulator off made no difference in the pain. Two weeks ago the patient started with left upper back muscle pain right under their shoulder blade and couldn't get any relief. They went to see the chiropractor and that is when all of this started. Diathermy and chiropractic adjustments were done as they didn't¿ realize this should be done with the implant. The hcp was not sure if it was related to the device and advised the patient should be evaluated. No further complications were reported or are anticipated.